Event description:
The customer reported that a pt dialyzed. The pt's medical history was not provided by the clinic. According to rptr, the female was in the hospital for peritonitis and was receiving hemodialysis until the peritonitis could be resolved. The pt had a fistula which was found to have 75% stenosis by fistulogram. During her treatment the facility had difficulty in cannulating the pt's access for treatment requiring her to be stuck x 2 that day. Two hrs and 40 minutes into this treatment, the venous chamber clotted requiring the staff to stop the treatment to change out the extracorporeal circuit before completing the pt's treatment. The remainder of her treatment was uneventful and the pt was returned to her room. The physician's assistant noted two days later that the pt's lab were abnormal and indicated that a hemolytic event had occurred. The physician's assistant notified the dialysis unit and the machine was then pulled for inspection, despite having been used for pt's treatments without incident since event date. No medical intervention was required for the pt's decreased hematocrit and hemoglobin. The pt was ultimately discharged from the hosp at the resolution of her peritonitis.

Manufacturer narrative:
Note that with cessation of all mfg activities in december 2000 gambro renal products is no longer a medical device MFR. Incident: davita technical services contacted gambro technical assistance services on 10/19/06 to inquire as to how to perform a venous clamp leak test. During that discussion, the davita technician indicated that the facility had a hemolytic event but would not provide any further info regarding that incident. Investigation: the davita technician refused to provide any info regarding the incident. However, the facility administrator was contacted to obtain info regarding the incident. The pt dialyzed on a gambro c3 machine. The machine was used for other pt treatments without incident until it was pulled for service by davita technical services. Gambro technical services was sent to inspect the machine. The machine was found to be working within the MFR's specifications and was returned to service. A review of the pt's treatment sheet indicates that a critline accessory was utilized during this treatment. This accessory was not retained for inspection. The arterial/venous pressures during the treatment indicate atypical pressures at 8:45 a.m. And 9 a.m. The arterial pressure at 8:45 a.m. Was recorded as -24 mmhg at a 300 ml/min blood pump speed with a venous pressure of 72 mmhg. At 9 a.m. The arterial pressure was -20 mmhg and the venous pressure was 68 mmhg at a 300 ml/min blood pump speed. The pt's arterial/venous pressures before and after this time frame were -152 mmhg and 100 mmgh respectively. The pt dialyzed on a polyflux 8l dialyzer of an unk lot number. The dialyzer was not retained for inspection. The remaining product from this same lot was used for other pt treatments without incident. The cartridge blood set used for this treatment was from an unk catalog and lot number. The cartridge set was not retained for inspection. The remaining product from this same lot was used for other pt treatments without incident. The acid concentrate was gambro, ac2409, from gallon jugs. No additives were added to the acid concentrate for this treatment. The lot number of the acid concentrate is unk. A bicart of an unk lot number was used for this treatment. The acid concentrate or bicart from this treatment were not retained for inspection. The remaining product from this same lot was used for other pt treatments without incident. A portable ro was used to supply water to the c3 machine during this treatment. The ro was not a gambro product. The ro was used for other pt treatments without incident. Conclusion: the pt's laboratory data of a decreased hemoglobin, hematocrit and haptoglobin as well as the increased ldh does indicate hemolysis. Without further laboratory it is impossible to determine if this is a chemical or mechanical hemolysis. The pt's hemoglobin was only decreased by 1.5 mg/dl and did not require medical intervention. The pt recovered and was discharged from the hospital. A review of the pt's treatment record indicates atypical pressures for the displayed pump speed during a 1 1/2 hr period in the treatment. These atypical pressure were lower than expected which indicates a lower blood flow than that displayed. This may indicate that the line was kinked during this time period. The facility was cautioned to observe for kinked lines espicially when using the critline accessory.